Event description:
The patient developed an infection of the device pocket. Cultures of the device pocket site revealed no anaerobes. The device system was explanted and the infection reported to have resolved.